Event description:
A hospitalized, paraplegic patient underwent a debridement of a pressure ulcer on the left ischial tuberosity in 2008. V.a.c. Therapy was initiated on the wound three days later and dressing changes were done one day later, the next month and two days later. The wound care nurse indicated that there was no protective layer used; the wound was covered with granulation tissue. Three days later, during a dressing change, the wound care nurse alleged, that "the foam had grown into an artery damaging the structures around it." The nurse used a wound cleanser to loosen the drape and moisten the foam; bleeding started when the nurse removed the dressing. A physician sutured an artery at the bedside to stop the bleeding. The patient refused a blood transfusion and received normal saline. V.a.c. Therapy was discontinued and the patient was stabilized without further problems.